Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user understanding differed from olympus recommendation in device handling and reprocessing steps. As a corrective measure, the user facility was trained in the method of correct handling. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): details of the pre-cleaning are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer requested education regarding oer-pro reprocessor and handling of scopes. A reprocessing in-service was conducted by olympus. The cleaning, disinfection, and sterilization (cds) process which was followed onsite was reviewed. It was found that the facility deviated from the correct bed side precleaning and reprocessing procedures. It was recommended that precleaning should be performed after use at bedside using air/water channel cleaning adapter and olympus cleaning brush bw-412t. The customer was advised to purchase bw-412t cleaning brushes and oer-pro connecting tubes to reprocess the maj-855 auxiliary water tubes. Customer informed that they would implement the recommended changes immediately. The intended procedure was diagnostic. This report is being submitted for incorrect reprocessing procedures followed by the customer. There were no reports of patient harm associated with the event.